Manufacturer narrative:
Device failed leak testing at incoming inspection, this device was not used sold to or used on a patient. This device was returned to vygon for evaluation, and complaint investigation. The results of this are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Administration set failed receiving inspection leak test. Leak at filter/tubing connection.

Manufacturer narrative:
A review of the lot history record was conducted for this product. The qc inspection report indicates zero findings during this particular lot manufactured in feb of 2016. Additionally, the qc test reports recorded a total of (116) sets being leak and occlusion tested as well as (13) sets pull tested for bond strength per qc procedures. These also report zero finding for leaks, occlusions, or bond pull test failures. All production and qc personnel are up to date with their training. One t095-022 was returned for this investigation. The complaint is confirmed that the one product returned leaked at the tubing port on the distal end, (from the direction of flow), of the filter. The leak was the result of the tubing port being broken apart from the filter housing, (the tubing port broke away from the filter housing when removing the tape used to cover the vent holes during the leak and occlusion test). Upon inspection of the broken tubing port, there was evidence of stress on the port at some point of time. It cannot be determined where this stress was applied. Vygon has produced (B)(4) pieces of this product since 1/1/2014. There have been (B)(4) customer complaints for the issue of the tubing port snapping off from the filter housing. The customer complaint rate for this product code regarding this issue is (B)(4). The root cause can be attributed to stress being placed on the tubing port at the distal end of the filter at an undetermined point of time. In march of 2016, the engineering department performed an investigation in response to cc# (B)(4). This was in response to the same issue. The reports references cc# (B)(4) that reports the same issue in 2014. The supplier was notified and the same finding was made that "the supplier of the filter was notified and a manufacturing cause for the damaged port could not be established." Corrective action: an RMA will be issued to (B)(4) to ship back the lot to (B)(4). Preventive action: due to the inability to determine where the stress on the tubing port took place and the low percentage rate for this issue, no preventive action will be taken at this time. The risk of harm to the patient should a set leak is very low as the leak will be noticed during the priming of the set.

Event description:
Administration set failed receiving inspection leak test. Leak at filter/tubing connection.